Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. Troubleshooting was performed. The customer¿s blood glucose level was unknown at the time of the incident. There was no temp basal programmed prior to the unexpected restart alarm. The customer reported that insulin pump was not stored or not in used for an extended period of time. It was found that the buttons were unresponsive, and troubleshooting was moved to button error/keypad anomaly. The customer stated that the esc and act buttons were unresponsive. The customer also stated that receiving the unexpected alarm was the significant event leading to the keypad issues. The time on the clock did not advance when monitored for one minute. The customer was advised to change the battery and observe the time for three minutes. The customer stated that the time still did not advance. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response at esc and act button due to unlocked connector on lcd board. No button error alarm, frozen screen and time clock anomaly noted during testing. We were unable to confirm unexpected restart alarm and unable to perform any tests due to buttons unresponsive. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corner, missing end cap sticker and minor scratches on display window noted.